Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not load correctly. A replacement heartstring seal was used to complete the procedure. No patient complication was reported by the hospital.

Manufacturer narrative:
Investigation details: the visual inspection revealed that the delivery device was outside the loader device with the plunger not depressed. The seal subassembly was intact and was outside the delivery tube. Based upon these findings, the reported complaint that the seal failed to load is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).